Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The input/output printed circuit board was found to be the failing component. The failed input/output printed circuit board was replaced.